Event description:
Nurse had difficulty advancing the powerglide. When he went to retract the needle and wire, nothing budged. He pulled a little harder and it broke in half near the hub. X-rays taken of the arm after the break showed no pieces in the vein. Catheter and wire all came out after the doctor came in and pulled harder. The catheter and wire were heavily kinked.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.